Event description:
It was reported that the nurse stated that they were unable to start therapy due to a probe out of range alarm (014) in an arctic sun device. They had already confirmed probe was reading on the bedside monitor. Advised they would need to get a temperature in cable from another device. They would have charge look for one. If not available, an alternate means of hypothermia would need to be utilized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were unable to start therapy due to a probe out of range alarm (014) in an arctic sun device. They had already confirmed probe was reading on the bedside monitor. Advised they would need to get a temperature in cable from another device. They would have charge look for one. If not available, an alternate means of hypothermia would need to be utilized. Per follow up information received via task on (B)(6) 2024, charge nurse who said they were taking too long to contact biomed to check out the device, so they switched to a different means of cooling gentherm and ice packs. The biomed did eventually show up and exchange cable and this resolved the issue.

Manufacturer narrative:
Sample not received. The reported issue was confirmed. The root casue was isolated to a faulty temperature in cable. It was noted that the nurse stated that they were unable to start therapy due to a probe out of range alarm (014) in an arctic sun device. They had already confirmed probe was reading on the bedside monitor. Advised they would need to get a temperature in cable from another device. They would have charge look for one. If not available, an alternate means of hypothermia would need to be utilized. Nurse who said they were taking too long to contact biomed to check out the device, so they switched to a different means of cooling gentherm and ice packs. The biomed did eventually show up and exchange cable and this resolved the issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.